Manufacturer narrative:
The device associated with this incident was not returned for investigation. Should this device be returned, a supplemental report will be filed to document the results of the investigation.

Event description:
The patient reported their blood pressure cuff caused bruising. The bruising was visible for a couple of days and was tender to the touch on day 2. The patient did not receive medical attention due to the bruising from their cuff. Teladoc's blood pressure monitor can support patients with up to a 45cm arm circumference, but the patient confirmed their arm circumference is larger than 45cm.